Event description:
It was reported that the patient was experiencing symptoms of diplopia, blurry vision, and weakness. Patient had intraocular lens (iol) implanted in the right optic on (B)(6), 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics inc has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics inc has been submitted. (B)(4): placeholder.